Event description:
Patient tried to get out of bed, was restrained by posey and became entangled in posey and bed siderail. Bed siderail and posey both restricted patient's ability to breath. The patient arrested and subsequently expired two weeks later. As a result of our evaluation, consideration will be given to additional monitoring of restrained patients.relevant device: j.t. Posey co. - posey jacketinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: other. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.